Event description:
It was reported while using bd preset¿ arterial blood collection syringe, foreign matter was found on the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: bd did not receive samples or photo from the customer for investigation of foreign matter on tube wall. Therefore, 10 retained samples from bd inventory were visually inspected, and no foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed for foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.